Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2012. The patient experienced recurring incontinence worse than baseline level. On (B)(6) 2013, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.